Event description:
Patient had initial aortic valve replacement surgery. The patient returned to surgery almost six weeks later for redo sternotomy and replacement of prosthetic aortic valve due to central jet leak of prosthetic heart valve.======================manufacturer response for prosthetic aortic valve, trifecta aortic valve-st jude (per site reporter).======================sent for evaluation.